Manufacturer narrative:
The physician commented that ¿because the plug was deployed despite the pulsatile blood flow from the bleed back indicator was not disappeared, the plug was deployed intravascular.¿ the product will not be returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After use of a 6f exoseal device for vascular closure, it was reported that a hemorrhage occurred at the wound site and the physician applied manual pressure to achieve hemostasis. Following the hemostasis, the physician observed coldness and color change of the leg. Later that day, angiography and ivus were conducted which revealed vessel occlusion with the plug in the proximal superficial femoral artery. The physician attempted to aspirate the plug in the artery, but was unsuccessful. The plug was surgically removed and blood flow recovered. The patient was reported to be making satisfactory progress. The exoseal was used after pta of the iliac artery. The procedure used a retrograde approach. The angle of access was between 30 and 45 degrees. There was no stenosis or calcification observed at the puncture site. The vcd showed no visible signs of damage and the device was prepped according to IFU instructions. The practitioner achieved certification on use of the exoseal vcd; it was his first use of the device and an experienced physician supported him. The vcd was inserted into the non-cordis sheath introducer and connected without re-advancing. No resistance/friction was experienced as vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. Adequate bleed-back signal was confirmed with the indicator, and the exoseal with the sheath was retracted. The physician fully depressed the plug deployment button and plug was deployed without difficulty. The indicator window showed solid black at this time but pulstile flow was not stopped then. Exoseal and sheath introducer was retracted together, but the visual window showed black-black pattern before the pulsatile flow significantly slowed or stopped from the bleed-back indicator. After administering light compression, the hemorrhage was confirmed at the wound site and manual pressure for approximately 20 minutes was applied.

Manufacturer narrative:
(B)(4). After use of a 6f exoseal device for vascular closure, it was reported that a hemorrhage occurred at the wound site and the physician applied manual pressure to achieve hemostasis. It was the practitioner¿s first use of exoseal under the supervision of a trained physician. Following the hemostasis, the physician observed coldness and color change of the leg. Later that day, angiography and ivus were conducted which revealed vessel occlusion with the plug in the proximal superficial femoral artery. The physician attempted to aspirate the plug in the artery, but was unsuccessful. The plug was surgically removed and blood flow recovered. The patient was reported to be making satisfactory progress. Initially, the exoseal was used after pta of the iliac artery. The procedure used a retrograde approach. The angle of access was between 30 and 45 degrees. There was no stenosis or calcification observed at the puncture site. The vcd showed no visible signs of damage and the device was prepped according to IFU instructions. The vcd was inserted into the non-cordis sheath introducer and connected without re-advancing. No resistance/friction was experienced as vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. The exoseal vcd was confirmed to be securely locked with the vascular sheath introducer. Adequate bleed-back signal was confirmed with the indicator, and the exoseal and sheath introducer were retracted together, but the visual window showed black-black pattern before the pulsatile flow significantly slowed or stopped from the bleed-back indicator. The physician fully depressed the plug deployment button and plug was deployed without difficulty. After administering light compression, the hemorrhage was confirmed at the wound site and manual pressure for approximately 20 minutes was applied to achieve hemostasis successfully. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Arterial occlusion is a potential risk associated with femoral artery closure procedures. The exoseal vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal closure device training program. The IFU procedural steps 6 and 7 indicate: observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Caution: pulsatile flow is necessary for proper exoseal vcd positioning. If pulsatile flow is not observed from the bleed- back indicator, discontinue the procedure. While holding the exoseal vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Based on the information available for review, there are user-related factors (inexperienced user) that may have contributed to the intravascular deployment of the exoseal plug inside this patient given that pulsatile flow was still observed indicating that the exoseal was located intravascular at this point. Without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event reported. The affiliate indicated that exoseal deployment technique re-training of the physician was conducted. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
An updated device history record (DHR) review was conducted and the product met quality requirements for product acceptance. No further information is available at this time.